Event description:
Reportedly, the ventilator stopped ventilating and started beeping with black screen while in use on a pt. The ventilator was running on ac power at that time. When this incident occurred, the pt's mother immediately switched to battery power by unplugging the ac cord. The ventilator resumed ventilation for four hours until the battery depleted. When the ambulance arrived, the pt was breathing spontaneously. Please note that there was no serious injury in this case.

Manufacturer narrative:
Distributor replaced the main board and the reported issue was resolved. The main board in question was requested to be returned for eval.